Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: four (4) actual devices were received for evaluation. Visual inspection was performed and a scratch on the tubing of all four samples was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The issue was cosmetic in nature and did not affect the functionality of the set. The observed scratch mark or scuff on the tubing caused by the tubing gripper is within the acceptable manufacturing criteria. The samples met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut on the tubing of four (4) homechoice cassettes. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.